Event description:
Report of alleged "no leads, no audible alarm."

Manufacturer narrative:
F.6) MFR not required to complete this section as no medwatch form 3500a was received from user/distributor.